Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.

Event description:
A customer reported that they were experiencing an err3 error code on their freestyle flash meter. During the course of the investigation on the returned meter, it was confirmed that the meter was exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.